Event description:
It was reported that the cable to the external pulse generator (epg) was broken. The cable was returned and repaired. There was no indication of patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: analysis confirmed the reported event, the cable was broken.